Manufacturer narrative:
Visual inspection of the returned product showed the lens was received dry and there was no visible damage observed. A lens work order search revealed there were no similar complaints within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). Based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2006. Low vault was noted, the lens was exchanged for a longer lens on 03/17/2015 and the problem was resolved. Patient's last known bcva was 20/16 on (B)(6) 2015.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Secondary surgery. New incision. Explanted. Vaulting. (B)(4).